Manufacturer narrative:
(B)(4). Date sent 10/28/2024 d4 batch #715c11 b3: only event year known: 2024 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 2 driver up and the remaining drivers down with staples present and a swing tab in the locked position and it was noted that the "doghouse" component of the cartridge was damaged. The reload swing tab was reset in order to fire the cartridge. During the functional testing, the reload cannot be fired. The reload was disassembled to verify the condition of the internal components and one leg from the wedge knife assembly was noted to be broken no allowing fired the device. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. No conclusion could be reached as to what caused the damage to the wedge knife assembly. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: do not forcibly move the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. A manufacturing record evaluation was performed for the finished device batch number 715c11, and no non-conformances were identified. The lot # 944c58 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: could you please provide more details for "could not use it properly" did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple, but there was no cut line? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Impossible to use the second reload: no way to push the cutter after closing the device on the tissue: total blocking. So the surgeon had to remove the device, change the reload (thinking of a reload not working): same problem. So he had to use a new device and new reload by changing brands... A total of 2 reloads and an additional device used for nothing. No incidence for the patient because it was at the time of making the reservoir (therefore not in a laparoscopic or anastomotic time).

Event description:
It was reported that during an unknown procedure the surgeon could not use it properly and had to take a new one. It indicates a risk of anastomotic fistula and a waste of time.